Event description:
Healthcare professional reported via nbir "capsular contracture, baker grade IV, suspected/actual rupture/deflation." Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade IV and rupture.